Manufacturer narrative:
The complainant facility was unable to provide a sample for evaluation. The plant investigation is in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
A user facility notified fresenius medical care that a patient experienced itching on hemodialysis and they believe it is due to the dialyzer. According to the information received, the patient's symptoms were unrelieved with antihistamine and body lotion. Follow up was done with the facility clinic manager (cm) who reported the patient has experienced the itching on hemodialysis and also at home. The itching was described as "moderate". He was changed to another manufacturer's dialyzer without resolution of symptoms. He has been changed back to the optiflux dialyzer and continues on hemodialysis and continues with the itching. He does not receive any medical intervention for this symptom at his family's request. A sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The reported complaint was deemed not confirmed. The complaint sample was not made available for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint product. Review of the batch production record did not reveal a probable cause for the reported complaint. The dialyzer lot passed pyrogen testing and sterilization dosage was within parameters. There were no non-conformances in any of the raw materials used in finished lot production including fiber bundle, o-ring and polycarbonate molded components related to the reported complaint event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
This (B)(6) male with renal failure on hemodialysis therapy, experienced an event of "moderate" itching during treatment, on (B)(6) 2015. Medical records revealed that on (B)(6) 2015, the hemodialysis machine passed pressure holding and alarms test, conductivity, ph, and temperature were all within normal limits. At 11187, the treatment was initiated without problem, lung sounds diminished, heart rate regular, no edema; the patient was resting comfortably with a blood pressure of 124/70 and a pulse of 63. At 1202, the patient's blood pressure was 81/60, pulse 95, his mood was restless, saline was administered, and the ultrafiltration goal was decreased due to the hypotension. The patient continued being hypotensive during treatment. Blood pressure at 1501 was 145/66 with a pulse of 76. At 1258, venofer 100mg was administered via ivp. At 1304, blood pressure was 73/50 with a pulse of 87. At 1521, the treatment was completed without problems and the net ultrafiltration removed was 800ml. At an unknown time, antihistamines were administered and body lotion was applied, but they had no effect. There is no documentation in the medical record supporting a possible association between the dialyzer and the event of itching.

Event description:
Information from the medical record: hemodialysis prescription: optiflux 160 nre optiflux; 3k + 2a + acid bath; estimated dry weight (B)(6); sodium setting 137; bicarbonate setting 35; blood flow rate 350; dialysate flow rate: 700; hours 4. Pre dialysis vitals: weight (B)(6); blood pressure 134/98; pulse 55 regular. Post dialysis vitals: weight (B)(6); blood pressure 118/75; pulse 87 regular. Nursing note post dialysis: "tx tolerated fair, vs stable, uneventful, pt left per wc, consumed 100 percent of liquicel. Will reevaluate edw d/t hypotension".